Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the bullet detached from the lead and the physician was unable to retrieve it from inside the pt. The physician completed the procedure with another of the same type of device with no pt complications, and the pt is reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.